Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer five wasn't closing properly. A field service engineer (fse) tightened the loose catch latch and reinstalled it. After powering the station down and back on, the drawer still failed. They removed the drawer again, found the spring on the plunger broken, and replaced it to resolve the issue. After reinstalling the drawer fse powered down the station and powered station back on. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawer 5 failed repeatedly. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.